Manufacturer narrative:
Device received with normal operating current. Device passed displacement test and self test. Device passed off no power test. No unexpected low battery alarm anomalies noted. No unexpected missing segments or partial display anomalies noted. Device received with minor scratched lcd window, stained end cap sticker, stained address or serial number label and cracked reservoir tube lip. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump screen was difficult to read due to scratches on it. Battery life was diminished. No harm requiring medical intervention was reported. The device will not be returned for analysis.